Event description:
It was reported that the ilet sleep/wake button became progressively unresponsive over several months and required several minutes to power the device on, occurring daily. Symptoms included no clinical symptoms. Outcomes included no impact on health, no emergency care, and no hospitalization. Investigation included phone-based troubleshooting and education, device replacement, and collection of the original device for return. Investigation of this case revealed a suspected mechanical or electrical malfunction of the sleep/wake button component consistent with a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was device component malfunction due to wear or degradation over time.